Event description:
It was reported that the 9800 system had no image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The high voltage cable and the connectors were replaced during the service call. The system was tested and found to be working as intended and put back into service.